Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was alleged involving this device. In (B)(6) 2019 the battery showed 62% remaining, while in february 61% battery was remaining. In the beginning of (B)(6) 2020 the device had triggered elective replacement indicator (eri) which was notified via remote monitoring transmission, and end of life (eol) was triggered at the end of (B)(6) 2020. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that premature battery depletion was alleged involving this device. In november 2019 the battery showed 62% remaining, while in february 61% battery was remaining. In the beginning of (B)(6) 2020 the device had triggered elective replacement indicator (eri) which was notified via remote monitoring transmission, and end of life (eol) was triggered at the end of (B)(6) 2020. The device was subsequently explanted and returned. No additional adverse patient effects were reported.